Manufacturer narrative:
This supplemental report is being submitted to provide updated information to the final investigation. Updated fields: h6 - type of investigation = b01 and b14. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The root cause of the investigation was not identified. The most probable cause of image malfunctions was due to a detached charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned to olympus for evaluation. During the evaluation, olympus identified the colonovideoscope had an intermittent image. After the device was aerated, there was no image present. No patient involvement.